Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the syringe of the medfusion® syringe infusion pump was empty prior to the set infusion time. According to the reporter, the device was tested by the hospitals internal biomed department and was placed back into service after passing internal testing. No patient injury was reported.